Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, causing screws to no longer hold plastic piece in place and preventing pump from being guaranteed watertight, though charging was not affected. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while planning to rely on alternate insulin method if needed, and technical support arranged a warranty replacement pump.